Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient experienced an inappropriate shock due to oversensing of noise. It was noted that there has been a pocket change due to weight loss and the patient has to move the device himself to get it back in position. X-ray confirmed the terminal pin is fully inserted in the header; however, it could be loose. A revision procedure was performed and this system was removed from service and replaced. No adverse patient effects were reported.